Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced and ensured the customer would receive a new pump with updated software. The customer was instructed on how to put the pump into storage mode, return the faulty pump, and configure the replacement. It was confirmed that the customer would use an alternate insulin therapy method in the meantime.